Manufacturer narrative:
(B)(4).

Event description:
The physician did something to her pump to make it go "nuts" and she became "toxic." She was able to smell the drug through the pores in her skin. The pump was not working. "Previous" pumps hung out of her body. She is a small person and the pump was sticking out. The pump was replaced. The drug being administered at that time was unk. Additional info has been requested.